Manufacturer narrative:
(B)(4). The company representative observed that the multiple electrical test failure code # 58 (power-up vent test failed) in the fault logs, however, he was unable to duplicate the reported problem. As a precautionary measure, the drive assembly was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
(B)(4). The customer reported that prior to use on a patient, the iabp generated an electrical test failure code # 58 (power-up vent test failed) alarm. The customer cleared the alarm after second start up but when was on patient, the iabp displayed electrical test failure #58 again. The iabp was replaced and therapy was initiated. During the service of the iabp, the customer communicated to the maquet service representative that the patient later died but the patient death is not attributed to the iabp. The manufacture is following up with the customer additional details referent to the event (i.e. Gender, age, height, weight, event details, date of the patient death and others).

Manufacturer narrative:
The drive manifold (part number 0104-00-0018) was received at the manufacture and failed during test. The k6 valve failed to open. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. Updated: date received by MFR; PMA#; if follow up, what type?; evaluation codes.

Manufacturer narrative:
The customer was contacted multiple times for additional information relevant to the patient however the only information that become available was the event day ((B)(6) 2016) of the reported event.